Event description:
Upon insertion of the flexible cystoscope, a malfunction was identified. The scope was unable to move left. The procedure was paused, scope was removed from the patient, taken to spd [sterile processing department]; [redacted] was notified. A replacement scope was prepared, function verified, the procedure was resumed and completed without further complications.